Event description:
It was reported that the instrument fractured during use and extended surgery time by more than 30 minutes.

Manufacturer narrative:
From the analyses conducted during this investigation, it was shown that the t-handle fractured in the ear of the handle in the clamping jaw, likely from static bending or torsional overload. An overload fracture can occur if the mechanical loads applied to the device exceed the strength of the material. No material or manufacturing deviations were found during this investigation.

Event description:
Information received indicates the head section of the bed is not staying up after being raised.